Event description:
Bayer case number: (B)(4) one of the two inserts was duplicated, resulting in a high risk of breakage and migration [device breakage] , device migration [device migration] , skin rash [skin rash] , headaches and migraines [migraine headache] , insomnia [insomnia] , muscle pain [muscle pain] , tendinitis [tendinitis] , otorhinolaryngology (orl) problems [ear, nose and throat disorder] , eye problems [eye disorder] , benign paroxysmal positional vertigo [benign paroxysmal positional vertigo] , on my essure's carrier identification card, the labels to identify the batch number and serial number were not affixed [product identification number issue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 29-dec-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("one of the two inserts was duplicated, resulting in a high risk of breakage and migration") and device dislocation ("device migration") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: product identification number issue ("on my essure's carrier identification card, the labels to identify the batch number and serial number were not affixed"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced device breakage (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), rash ("skin rash"), migraine ("headaches and migraines"), insomnia ("insomnia"), myalgia ("muscle pain"), tendonitis ("tendinitis"), ear, nose and throat disorder ("otorhinolaryngology (orl) problems"), eye disorder ("eye problems") and vertigo positional ("benign paroxysmal positional vertigo"). The patient was treated with surgery (to remove essure). At the time of the report, the rash, migraine, insomnia, myalgia, tendonitis, ear, nose and throat disorder, eye disorder and vertigo positional had not resolved. The outcome of device dislocation was unknown. No causality assessment was received for essure with regard to migraine, insomnia, myalgia, tendonitis, ear, nose and throat disorder, eye disorder, rash, vertigo positional, device breakage or device dislocation. The reporter commented: period of occurrence: during the years that followed the insertion. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): one of the two inserts was duplicated, resulting in a high risk of breakage and migration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) one of the two inserts was duplicated, resulting in a high risk of breakage and migration [device breakage] , device migration [device migration] , skin rash [skin rash] , headaches and migraines [migraine headache] , insomnia [insomnia] , muscle pain [muscle pain] , tendinitis [tendinitis] , otorhinolaryngology (orl) problems [ear, nose and throat disorder] , eye problems [eye disorder] , benign paroxysmal positional vertigo [benign paroxysmal positional vertigo] , on my essure's carrier identification card, the labels to identify the batch number and serial number were not affixed [product identification number issue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 29-dec-2025. The most recent information was received on 09-jan-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("one of the two inserts was duplicated, resulting in a high risk of breakage and migration") and device dislocation ("device migration") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: product identification number issue ("on my essure's carrier identification card, the labels to identify the batch number and serial number were not affixed"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), rash ("skin rash"), migraine ("headaches and migraines"), insomnia ("insomnia"), myalgia ("muscle pain"), tendonitis ("tendinitis"), ear, nose and throat disorder ("otorhinolaryngology (orl) problems"), eye disorder ("eye problems") and vertigo positional ("benign paroxysmal positional vertigo"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2025. At the time of the report, the rash, migraine, insomnia, myalgia, tendonitis, ear, nose and throat disorder, eye disorder and vertigo positional had not resolved. The outcome of device dislocation was unknown. No causality assessment was received for essure with regard to migraine, insomnia, myalgia, tendonitis, ear, nose and throat disorder, eye disorder, rash, vertigo positional, device breakage or device dislocation. The reporter commented: period of occurrence: during the years that followed the insertion. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): one of the two inserts was duplicated, resulting in a high risk of breakage and migration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jan-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.